Event description:
The collegan plug of the closure device failed to deploy and, the delivery system did not function properly. The device was removed with no reported harm to the patient. Vendor notified. Manufacturer response for vascular closure system device, 5fr vascade vascular closure system device (per site reporter).